Event description:
The patient experienced a lack of therapeutic effect and telemetry issues. Follow-up information indicated that the device had been moved repeatedly because it kept moving and was very painful. The patient ultimately had to have the device removed.

Manufacturer narrative:
(B)(4).